Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had increasing threshold and high threshold. The right ventricular (rv) lead had increasing and high threshold with r-wave undersensing. Additionally the rv lead had a suspected dislodgement. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.